Event description:
It was reported that an armada balloon dilatation catheter (bdc) was prepared according to the instructions for use manual and there was no issues noted during preparation. During a mildly tortuous, heavily calcified, left external iliac artery stenting procedure, during pre-dilatation, the armada bdc was advanced. The balloon was inflated five times. On the sixth inflation at 10 atmospheres the balloon ruptured. The bdc was removed without difficulty and another armada bdc was used successfully pre-dilatation. An omnilink stent was implanted successfully and another armada balloon was used for routine post-dilatation. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.